Event description:
It was reported that during a stenting treatment procedure, a portion of the sheath detached. The target lesion was located in the origin of the severely tortuous internal carotid artery. A 10x24mm carotid wallstent delivery system was selected. When removed from the protective hoop, a kink of the inner shaft was noted, but there was no leak during flushing. The device was then advanced to the target lesion for direct stenting. Intermittent flush was used. The physician attempted to release the stent but was unsuccessful and the device was removed from the patient. Upon examination, it was noted that the outer sheath had a 1cm tear near the distal tip of the monorail port near the corresponding inner shaft kink and that a portion of the outer sheath had detached. However it was noted that no fragment broke off inside the patient. The stent remained entirely within the outer sheath with no partial stent deployment. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
A visual examination of the returned device found that the stent was fully mounted on to the stent delivery system. The outer sheath was broken at 169mm proximal to its distal end, which is at the monorail exit and the inner was kinked in this area. The distal end of the outer sheath was retracted by hand and the stent was deployed. No issues were noted with the profile of the deployed stent or the inner lumen. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user related. The dfu states "the carotid wallstent endoprosthesis is contraindicated for use in patients with severe vascular tortuosity or anatomy that would preclude the safe introduction of a guide catheter, sheath, embolic protection system or stent system". However, the complaint states that the device was used in severely tortuous anatomy. The dfu / product label states "if needed, pre-dilate the lesion with an appropriate size balloon dilatation catheter". However, the complaint states that the lesion was not pre-dilated. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a portion of the sheath detached. The target lesion was located in the origin of the severely tortuous internal carotid artery. A 10x24mm carotid wallstent delivery system was selected. When removed from the protective hoop, a kink of the inner shaft was noted but there was no leak during flushing. The device was then advanced to the target lesion for direct stenting. Intermittent flush was used. The physician attempted to release the stent but was unsuccessful and the device was removed from the patient. Upon examination, it was noted that the outer sheath had a 1cm tear near the distal tip of the monorail port near the corresponding inner shaft kink and that a portion of the outer sheath had detached. However it was noted that no fragment broke off inside the patient. The stent remained entirely within the outer sheath with no partial stent deployment. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.